Manufacturer narrative:
The reported complaint was confirmed. The field service representative further instructed the user on the importance of properly occluding the roller pumps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the occlusion knob was over occluded by the end user and was mistakenly tightened when trying to unnocclude. The fsr was able to loosen the occlusion knob manually and successfully release tested the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion knob was not moving. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.